Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
The lead was capped due to a fracture causing oversensing and inappropriate therapies.